Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected numbers ramping noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the numbers are scrolling nonstop. Customer also indicated that a button error was received one week ago. Customer does not recall any significant events leading to the error. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.